Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch deployed okay, the gall bladder was grabbed and the pouch burst along the bottom at the seam when trying to extract the specimen from the patient. The pouch had stones and bile inside and with one tug the pouch exploded. The specimen and bile fell into the patient and a grasper was used for the retrieval. The incision was slightly extend. The procedure was prolonged by five minutes, but did not impact the patient. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Additional information: what was being performed when the malfunction occurred? Removing specimen from patient. What specimen was being removed from the patient? Gall bladder, stones and bile. What was the size of the specimen? Unk. Were there any difficulties deploying the bag? No. Please specify at what point the pouch broke? Removal. Did any contents spill into the patient? Yes. What were the indications for surgery? Gall stones. What was found? Stones. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? Unk the analysis results confirmed that the device was received for evaluation. During testing the bag was noted torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.